Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: burr devices. The actual device was returned for evaluation. The device was evaluated, and the reported condition of the burr not staying locked in was not confirmed. A visual and functional assessment was performed on the device which found that the device held the cutters properly. Therefore, an assignable root cause was not determined. During service/repair, it was determined that there was irregular vibration ¿ failed assess attachment vibration assessment. It was determined that the issues were consistent with improper maintenance. The assignable root cause was determined to be traced to maintenance, which is improper maintenance interval. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that during pre-surgery, it was discovered that the burr devices would not stay locked in the perforator driver device. During in-house engineering evaluation, it was observed that there was irregular vibration ¿ failed assess attachment vibration assessment. There was no delay to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.